Event description:
Caught top of lip [lip injury]. It bled a little top of his lip [lip haemorrhage]. Poked himself-mouth [mouth injury]. Brush heads keep falling off-oral-b rechargeable toothbrush handle [device breakage] case narrative: consumer parent reported over phone that brush heads keep falling off in consumer' mouth and toothbrush caught the lip of consumer and leads to lip bleeding. No serious injury reported. 05-dec-2025: product investigation results- no manufacturing cause and no design issue identified.

Manufacturer narrative:
05-dec-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Caught top of lip [lip injury] , it bled a little top of his lip [lip haemorrhage] , poked himself-mouth [mouth injury] , brush heads keep falling off-oral-b rechargeable toothbrush handle [device breakage] . Case narrative: consumer parent reported over phone that brush heads keep falling off in consumer' mouth and toothbrush caught the lip of consumer and leads to lip bleeding. No serious injury reported.